Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for ongoing driveline infection. The pt was administered IV antibiotics.